Event description:
It was reported that a televix 1600 tube arm moved towards the foot end of the table without command from the operator. No injury was reported. Dirt was found in the joystick, which caused the joystick to become stuck when the operator was actuating the joystick, causing the unintended motion. If this were to happen when the table is in a vertical position and a patient is located on a stretcher underneath the tube allowing the tube head to contact the patient, a serious injury may occur.

Manufacturer narrative:
The ge field engineer (fe) found that dirt had jammed the joystick causing the unintended motion. The fe repaired the system by replacing the affected joystick.